Event description:
A company representative reported that the neck of a yukon polyaxial screw fractured post-operatively. Revision surgery has not been performed nor scheduled at this time.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.